Event description:
Report received from clinical practice consultant that "when a hospira 1.2 micron filter extension set (#11415-05) is attached to a maxplus clear valve (with extension set), leaking occurs. When the maxplus clear is taken off, and the filter is attached directly to the maximus extension set, no leaking occurs." The users indicated this occurs with remicade infusions (the only drug given at the infusion center using the 1.2 micron filter extension set). There was no pt harm reported and no medical intervention was required. No additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The customer stated the set has been discarded and is not available for failure investigation.